Event description:
Patient was receiving a blood transfusion via alaris pump. Blood noted to be dripping down the outside of the tubing. Alaris pump opened and tubing removed. A pin hole was noted in the tubing.